Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no primary intracranial support catheters were used, primary microcatheters used were noted as ¿other.¿

Event description:
Medtronic received a report that an artisse patient experienced a visual disturbance and transient hypoesthesia of the upper right limb. No hospitalization or surgical procedure was reported. The patient was recovering/resolving. The event was assessed as possibly related to the index procedure and not the artisse. Not related to ancillary device or apt regimen. The patient was being treated for a left c6 ica sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 4.4 mm, dome height 4.2 mm and neck size 4.4 mm. No stasis was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. Additional information received new hospitalization. Additional medication was given. The type of medication is unknown. It is assumed that physicians prepare devices per IFU. Additional information was received that the event was updated to cerebral infarction from visual disturbance. The new hospitalization occurred on 2024-dec-30. The event resulted in new or worsening of existing neurological deficits and symptoms lasted for more than 24 hours. The outcome was recovered/resolved. The adverse event was possibly related to the disease under study. The event was not life threatening. The site assessed the event as possibly related to the ancillary device (rist), study device and procedure, and not related to the antiplatelet medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the description was updated to stroke. There were diagnostic tests performed. The sponsor assessed the event as possibly related to the index procedure, device artisse and device rist, and not related to the antiplatelet regimen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there are discrepancies per site entry of data. Site checked a box indicating rist was not used.

Event description:
Additional information received reported that the sponsor updated their assessment as a possible complication due to absence of antiplatelet therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's 1-year follow-up dsa/3d dsa imaging on (B)(6) 2025 showed the aneurysm occlusion scores of raymond roy class 2, web occlusion class c, and boss aneurysm occlusion scale grade 2: neck remnant. No symptoms or actions taken were reported in association with the non-occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received updating the outcome date to (B)(6) 2025.